Event description:
It was reported that an advance xp sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. It was further reported that the patient's level of incontinence after being implanted with the sling device was unchanged. "The patient had undergone radiation treatment and the advance xp sling was never effective." Following his radical prostatectomy surgery the patent had moderate incontinence.